Event description:
Home patient (hp) contacted the baxter technical service center stating abdominal discomfort in dwell 4 of 5. The technical service representative (tsr) assisted with a manual drain. Drain volume = 2773ml. Tsr then assisted hp with an end of therapy procedure. Hp stated they will contact their nurse and dr. In the am.